Manufacturer narrative:
According to the customer the nebulizer is no longer pushing out the medication. Per the customer when this happened, they had to bring their child into the emergency room due to difficulty breathing, and the child received "oral decadron". Per the customer the device hasn't been used prior to this incident in "7 months", however, routine maintenance such as tubing, and filter replacements have been performed. The device has been requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer the nebulizer is no longer pushing out the medication.